Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from 2 different pt samples that were generated by the access 2 instrument. Pt a: an initial accu tni result of 0.53ng/ml was reported out of the lab. Based on available info, the pt was transferred to another hosp where a fresh sample was collected from the pt and tested for accu tni; the result was "normal." Testing method and the actual results were not rpovided. The customer then re-tested the pt original sample for accu tni on the access 2 instrument and obtained result of 0.01ng/ml. Pt b: the customer indicated that following accu tni results were obtained: 0.57ng/ml, 3.48ng/ml, 0.29ng/ml and 0.03ng/ml. Unk which result was reported out of the lab. The pt original sample was re-tested for accu tni and the repeated results were 0.42ng/ml and 0.01ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System checks performed in 2006 and 7 days later passed. The samples were collected in 12x75 lithium heparin tubes without gel separators. The specimens were centrifuged at 3,000 rpm for 6-10 mins. A field svc engineer (fse) was dispatched to the customer lab in 2006. The fse replaced: wash pump, wash wheel bearings and main pipettor probe. The fse performed diagnostic, system check and accu tni precision testing; all results were within specifications. Although the fse addressed hardware issues, a clear root cause has not be determined in this event. A malfunction will be assumed for the purpose of this report.